Manufacturer narrative:
(B)(4). Insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a constant pump error alarm during the rewind due to jammed motor gear box. Unable to perform rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error alarm during the rewind test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer had a low blood glucose. Customer's blood glucose value was 53 mg/dl at the time of the incident. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed displacement test and self test and insulin pump did pass it. No harm requiring medical intervention was reported. The device was returned for analysis.